Event description:
It was reported by the sales rep that during an unknown procedure, the product malfunctioned. This was all of the information received. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Wedge bent. The analysis results found that the ez45g device was received in good visual condition and without reload present. After further evaluation, the right wedge band was noted to be bent. It is possible that the cartridge reload was loaded incorrectly resulting in the damaged to the wedge band. No functional test was performed due to the condition of the device. In addition the returned device was disassembled to verify the condition of the internal components and no anomalies were noted. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.